Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305109 and lot number 3179204. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material: 305109 batch#: 3179204 it was reported by the customer that needle tip was leaking from plastic part on syringe. Rcc received a complaint via email. Email(s) attached. Client injecting medication, small amount administered and client noted that needle tip was leaking from plastic part on syringe. Manufacturer code/model: 305109 , serial or lot number: 3179204.

Event description:
Material: 305109 batch#: 3179204 it was reported by the customer that needle tip was leaking from plastic part on syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Client injecting medication, small amount administered and client noted that needle tip was leaking from plastic part on syringe. Manufacturer code/model: 305109 serial or lot number: 3179204 additional information: 1. Kindly confirm any physical sample or photo if available for investigation? No 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No apparent harm no further information could be obtained from the customer.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.